Manufacturer narrative:
Further investigation of the sample confirmed the presence of high molecular weight interferent comparable to igm. The interferent is most likely a human anti-mouse antibody (hama). This interferent is documented in product labeling.

Event description:
The customer reported that they received erroneous high results on 1 patient sample tested for troponin I stat (short turn around time) - tni stat. The high tni stat value was reported to the treating physician. The sample was initially tested on the e601 analyzer for tni stat and resulted as 9.23 ng/ml. The sample was repeated and tested for tni stat and resulted as 9.01 ng/ml. The result did not match the patient's clinical picture and the physician wanted to check again. A new sample was sent to an external lab where it was tested on a different e601 analyzer for troponin t high sensitive and resulted as <0.01 ng/ml. The doctor and patient objected to the initial set of results and the sample was repeated twice and tested for tni stat on (B)(6) 2014, with results of 9.06 ng/ml and 8.92 ng/ml. The patient was not adversely affected. The e601 analyzer serial number was 2481-18. A sample from the patient was sent for investigation. Investigations found that sample results between 6 and 8 ng/ml were comparable to the customer's results.

Manufacturer narrative:
.

Manufacturer narrative:
Further investigation indicated an interference with a high molecular weight was present in the sample. The troponin I stat results were considered to be false positive.

Manufacturer narrative:
This incident occurred in (B)(6).